Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's reported via phone call that his insulin pump kept alarming with no delivery the day of all. The patient's blood glucose at the time of incident was 240 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer mentioned that he had already called earlier and troubleshot the alarm twice. The customer stated that he has tried all remedies. The customer was advised to retrieve and save his pump settings and revert to his medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.